Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinim technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick and a revision surgery need to be performed, but it has not been scheduled as of today.

Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinium technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick. A revision surgery was conducted on (B)(6) 2022 to treat this adverse event. The intraoperative findings, diagnoses and the prosthesis explanted during this procedure remains unknown. The patient has started physical therapy for three times a week.

Manufacturer narrative:
Corrected data: b4, h6 (health effect - impact code).

Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinium technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick. A revision surgery was conducted on (B)(6) 2022 to treat this adverse event. During this procedure, the articular insert was replaced with a 15 mm insert. Intraoperatively, a significant amount of scar tissue in the lateral gutter was removed and there was evidence of patellar maltracking. A lateral release was performed which did improve alignment. The femoral and tibial components were noted to be well fixed. The patient tolerated wee the procedure and has started physical therapy three times a week.

Manufacturer narrative:
H11: further information received by the manufacturer has revealed that both the tibial and femoral knee components involved in the revision that took place on (B)(6) 2022 were found well fixed to the bone without evidence of loosening. Our investigation will be reassessed and its respective findings will be duly communicated through MDR report 1020279-2022-01900 (internal reference number (B)(4)). We consider all current investigations on MDR report 1020279-2020-07283 closed (internal reference number (B)(4)).

Event description:
It was reported that, after a total knee arthroplasty had been performed on (B)(6) 2017 using oxinim technology by smith & nephew, the patient has had pain and has been limping for over a year. It was noticed on a bone scan that the joint is loose as the cement did not stick. Revision surgery will be performed on (B)(6) 2022

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the review of the limited records provided, a definitive root cause for the patient¿s continued pain cannot be concluded. However, the surgeon indicated that he would diagnose loosening as the cause of her pain, although not to rule out infection. The device remains in-situ at this time. Therefore, this complaint can be reassessed if a revision occurs or if additional relevant supporting documentation becomes available. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 24 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2020-00028621-1

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, based on the review of the limited records provided, a definitive root cause for the patient¿s continued pain cannot be concluded. However, the surgeon indicated that he would diagnose loosening as the cause of her pain, although not to rule out infection. The device remains in-situ at this time. Therefore, this complaint can be reassessed if a revision occurs or if additional relevant supporting documentation becomes available. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for part, lot combination. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Per the senior author, none of the complications were implant related and were as the article implied, procedure related. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.